Event description:
Pt reported that there is moisture in the device's cartridge compartment. They indicated that an insulin cartridge had broken inside of the device. Pt cleaned out the insulin and continued using the device. Since that time, the piston rod makes a clicking noise when retracting, and the device has been generating recurrent mechanical errors. Pt's blood glucose was not affected and treatment was received.